Event description:
While suturing a vascular graft to aorta, the suture material was noted to be frayed. A similar incident was reported several weeks ago and at that time the specific lot involved was pulled. After this incident all of these types were pulled regardless of lot #.